Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2,h6(investigation conclusions), h11 no site visit was ultimately required. The issue was determined to be due to the pump not being properly docked into the cart, which prevented battery charging. A getinge field service engineer (fse) was initially scheduled to inspect the device, however, prior to the visit, site personnel confirmed that the pump was correctly docked and charging normally. As the issue was resolved without intervention, the repair visit should have been cancelled. This complaint will be closed. If any additional information is received, the investigation will be updated accordingly.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) not charging and alarming for no power. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.